Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the first fiber issue ¿end firing". The fiber was exchanged; the second fiber issue ¿end firing" additional information: used 2 fiber cards due to power issues. The fiber was exchanged; the third fiber issue ¿end firing". The fiber was exchanged, the fourth fiber issue "end firing". The fiber was exchanged; the fifth fiber issue "end firing". The fiber was exchanged; and the case completed. Patient outcome: "ok" reported.this report is for the 1st fiber.

Manufacturer narrative:
(B)(4).